Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02547 and 3006705815-2024-02549. It was reported that the patient's leads had migrated and as a result the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. During surgery the ipg stopped responding to the cp, even though it was in surgery mode. It is suspected the electric cautery was close to the ipg. The ipg was also explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.